Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s ilet entered bg run when the connected cgm sensor expired, dosing stopped, the ilet battery depleted, and the device could not be recharged; the highest reported glucose during the incident was 393 mg/dl, the glucose was out of range for more than 90 minutes, and the patient transitioned to backup subcutaneous insulin therapy. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included a review of use history, device performance, and patient coaching. Investigation of this case revealed loss of cgm input due to an expired sensor, cessation of automated dosing, and loss of therapy due to a depleted battery without available charging capability. It was concluded that hyperglycemia occurred in association with absence of cgm data and unavailable ilet power, with user managed on backup therapy until replacement equipment became available. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.